Event description:
Upon removal of the 23" hemosplit catheter, the cuff came off and remained inside the pt. The user did a cut down to remove the cuff. Upon inspection, the user noticed what looked to be a piece of the catheter stuck inside the cuff.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.